Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, but the noise was unable to be reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.